Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.¿

Event description:
During an ICD replacement procedure, fluoroscopy was performed on the right ventricular lead revealing externalization. The lead was capped and a new lead was implanted. The patient is well.